Manufacturer narrative:
MFR. Ref no. : 217(B)(4)075. Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response, which was observed with every key during evaluation. The keypad flex was not secured to the input/output printed circuit board. The keypad was secured and each key was tested and found to function correctly without any anomaly. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an inoperable keypad. Any patient involvement, injury or medical intervention is unknown.